Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device intermittent and undersensing issue was observed. Patient has been non-compliant for years and is awaiting a visit to the clinic from his current living nursing home. Patient will be brought in clinic to make programming changes. No further information available.

Event description:
New information received on october 30th, 2018 states that patient came in clinic check and noise issue was observed. Patient had left before receiving programming changes. Patient was to be brought in clinic to make programming changes. No further information available.